Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of over 400 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and fluids, and was released from the ER 9 hours later with no permanent damage. Reportedly, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer continued to use the pump and had manual injections available for insulin therapy.